Event description:
It was reported that three months after implant of the implantable neurostimulator (ins) in 2003 there was an infection. No additional information was noted. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0333867v, implanted: (B)(6) 2003 product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003; product type extension. (B)(4).